Event description:
Patient had a removal of external fixator and an open reduction internal fixation of her right ankle on (B)(6) 2014 by dr. (B)(6). A synthes locking distal tibial plate was inserted at that time. On (B)(6) 2015, the patient went to (B)(6) emergency room with complaints of her "cast being too tight". Xrays were taken at that time and read as normal. The next day a radiologist read the xray and reported that the distal tibial plate was broken. The patient was seen in dr (B)(6)'s office on (B)(6) 2015. The patient was scheduled for surgery and on (B)(6) 2015 the patient underwent a removal of the broken plate, an allogenous bone graft, and an open reduction internal fixation of the delayed union fracture of the right ankle. In the preop holding area the patient stated that she fell while she had a cast on her right ankle and she believes that is when the plate broke.